Event description:
This device was explanted because the physician was unable to interrogate it. When the pocket was opened, it was discovered that the header was broken. Should additional information be received, this file will be updated.

Manufacturer narrative:
On 9/28/16 - additional information was received regarding why this device broke. The patient explained to his physician that he was mowing his yard in 2015 at the same time as his neighbor. He said that a stick flew up from his neighbors mower and hit him in the pacemaker site. He didn't realize that there was an issue with the pacemaker, but he did get cut it and it hurt pretty bad. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. Upon receipt, the pacemaker was visually inspected confirming the clinical observation. The header system was found to be severely damaged. In particular, the header was completely detached from the pacemaker above the anchor pins and a large crack was found in the header fragment. During the further course of the inspection an electrical analysis was not feasible due to the observed damages. Damage symptoms such as those require the presence of strong external forces as described in the complaint description. In summary, the received pacemaker showed severe mechanical damages, most likely due to the occurrence of strong external forces as mentioned in the complaint description. There was no indication of a material or manufacturing problem.